Event description:
It was reported that during the implant procedure, the rv (right ventricular) lead required over 30 turns for the helix to deploy. Thresholds were high in multiple areas, requiring multiple placements. The helix stored torque to the point of advancing on its own even after rotations had stopped. At another point the helix "darted out." The lead was noted to be tight at the clavicle. The lead was ultimately implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).